Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that after a gastric band procedure, the band is leaking and the patient is gaining weight. The gastric band will be removed on (B)(6) 2015. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.